Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis noted that the device failed incoming functional testing due to the output connector assembly being broken. It was also noted that the atrial output connector nut was missing, and the hanger assembly was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the atrial output terminal of the external pulse generator (epg) was broken. The epg has been returned for repair. There was no patient involvement.